Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion in tube events on (B)(6) 2024. Infusion set has not been used for 72 hours. Customer changed supplies as necessary and resumed insulin therapy. No further information available.